Event description:
During remote follow-up, high pacing impedance and high defibrillation impedance were observed on the right ventricular (rv) lead. High pacing impedance and loss of sensing was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-44096.

Event description:
Additional information received indicated cross talk oversensing was observed.